Event description:
It was reported that when using the bd pyxis¿ es server there was an issue where all hsd and lw devices were disconnected and unable to allow anyone to log in. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: medical device catalog, medical device model, serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the directory sync failed because the dsserveroltp database transaction log was full, which happened when sql log backups had not completed. This prevented the system from writing new data. A technical support specialist (tss) stated that the environment was set to software only, meaning all server and database maintenance (including sql backups and server reboots) was handled on the customer side. The tss noticed that the three servers in this environment had not been rebooted and advised the customer to check with their it/sql team to run a log backup and verify the backup jobs, disk space, and maintenance schedule. Once the log had space, the sync worked normally. The customer confirmed that the information was forwarded and later confirmed that the issue was resolved. The system functioned as intended after the technical support specialist assessed the device.